Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a calcified, moderately tortuous abdominal aorta. The 10.0 x 40, 75 cm mustang balloon catheter was initially inflated to 10 atms but ruptured at 10 atms upon second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 75% stenosed lesion was located in a calcified, moderately tortuous abdominal aorta. The 10.0 x 40, 75 cm mustang balloon catheter was initially inflated to 10 atms but ruptured at 10 atms upon second inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: initial examination of the returned device noted that the balloon material was torn longitudinally at 9 mm proximal to the distal transition zone for a distance of approximately 55 mm. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).